Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort due to the location of the ipg. The patient underwent an explant procedure wherein the ipg was removed and will not be returned.